Manufacturer narrative:
Initial reporter information and patient information cannot be provided due to the restriction by the (B)(6) privacy regulation. The medtronic representative reported the complaint to the manufacturer on behalf of the customer. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 740 ventilator generated an oxygen supply pressure reduction alarm. After that, the unit failed the power on self-test (post), the safety valve opened and ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the power on self test (post) failure in logs. However, the reported issue of ventilation stopped/loss of ventilation was neither confirmed nor duplicated. As sp found that unit reached the end of service life (eos), the unit was returned to customer without any repair. The cause of the reported condition (loss of ventilation) could not be determined. However, investigation determines the unit reached the eos. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 740 ventilator generated an oxygen supply pressure reduction alarm. After that, the unit failed the power on self-test (post), the safety valve opened and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.